Event description:
During preventive maintenance by a baxter service technician, a colleague infusion pump was found with failure code 803:02 on channel b. This condition interrupted delivery as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.this device is an unremediated colleague pump with a user interface module software (B) (4).

Manufacturer narrative:
(B) (4)the condition of a colleague infusion pump with failure code 803:02 on channel b was found and confirmed by a baxter service technician. This condition was caused by a faulty channel b pumphead module. Due to a lack of customer approval for the cost of repair, no repairs were made to this pump and it was returned un-repaired to the customer.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 3186ml. The fill volume was 1900ml. Which meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse she was not aware of this event and the patient did not report any symptoms of overfill. The patient has been seen since this event and has resumed therapy successfully. The writer notified the nurse of the probable cause found. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Upon further investigation into the pump's event history, it was discovered that failure code 803:02 did not interrupt delivery. Therefore, this condition is no longer considered a reportable event.